Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient reported that they were needing an emergency MRI of the head but the ins hadn't been turned on for a year and hadn't been charged. The agent reviewed that it was a requirement to put the ins into MRI mode, and they would need to recharge it prior the procedure or they could ask their doctor for other scanning options. The patient then stated that they were now at a point where they would rather just have the device taken out. The patient stated that it was a pain, and the recharger was the worst thing they ever dealt with because they had to sit for 6hrs to charge the ins. The agent then redirected the patient to the doctor to further address the issue. The agent was not able to clarify the event date and gather the name of their doctor because the patient was in a rush.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.